Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with their implantable cardiac monitor that exhibited t-wave oversensing. Programming changes were made to address the issue. The patient was stable.